Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that  patient has been feeling "little shocks" where the device sits off and on for the past almost 3 weeks. Patient rep stated the stimulation can last between 30-1 hour and patient is often times sore following. Patient rep also mentioned the soreness radiates down leg. Patient rep confirmed no therapy changes were made. Patient rep inquired if battery is low on ins. Agent walked patient through checking ins battery and saw no low battery indication. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.